Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the machine hung with no system message displayed prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was able to replicate the reported event. The company service representative reloaded the system¿s application software. The system was then tested and met all product specifications. The system was manufactured on july 12, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the system¿s nonconforming application software. The manufacturer internal reference number is: (B)(4).